Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report

Event description:
It was reported that during use on an intubated patient, there was a leakage between intubation tube and patient hose. The hose reportedly disconnected from the intubation tube. It was noticed that patient hose plastic connector was broken inside and plastic pieces dropped out. Patient was ventilated manually until the connector was replaced.there was no injury reported.

Manufacturer narrative:
Two concerned items were returned for investigation. The axial cracks in the female conical connector as described by the user can be confirmed. The issue was investigated in detail in cooperation with the supplier. Since the plastic material is susceptible to certain chemicals, the influence of all auxiliary substances used in the production process was evaluated. For example, the effect of an excessive amount of the spray that is being used as a mold release agent was tested; the same was done with the substance used for in-process cleaning. The influence of excessive temperatures has been checked with no observations. No similar cracks could be provoked, even not by pushing a conical object with 10% bigger diameter into all connectors that were subject to the chemicals' tests. All reasonable factors in the production process have been checked but cracks of similar appearance could not be provoked. Furthermore, the supplier has checked the complete raw material stock of several thousand units which produced no finding as well. There is no other complaint of the same nature known. Finally, the root cause for the reported cracks could no be determined, occurrence during process is considered rather unlikely. It cannot be excluded that the items were instead damaged during shipping of the product or during inner-clinical handling before use.

Event description:
Refer to initial MFR. Report #9611500-2017-00293.